Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a heartmate ii left ventricular assist device (lvad). Approximately 9 days post-implant, it was reported that the pt had damaged his driveline and alarms for low speed and pump stoppages occurred. It was also reported that the pt had a suicidal background and was receiving treatment. Approximately 5 days later, the manufacturer's technical service personnel performed a driveline replacement.

Manufacturer narrative:
Approximately 19¿ of the external portion/distal end of the driveline was returned to the manufacturer for further evaluation along with approximately 15¿ of the outer silicone jacket and the remaining 4¿ had exposed wires. The ends of the wires approximately 0.5¿ from where the driveline was cut was kinked and all wires showed damage to the wire insulation in this location. Breaches in the wire insulation on the green, orange, and brown wires exposed the inner conductors. The observed wire compromises appeared to be the result of mechanical damage, which is consistent with the reported event. If any of the exposed conductors contacted the braided shield while the patient was operating on a tethered power source, the resulting short to ground would have caused the low speed and pump stop events. The low speed and pump stop events noted on the patient¿s event history that was submitted could have been caused by a phase to phase short which would occur if the exposed conductors of any two of the green, orange, and brown wires contacted each other or simultaneously contacted the braided shield while the patient was operating on batteries. Continuity testing of the returned portion of the driveline found all wires were electrically intact and the returned portions of the outer silicone jacket, bionate, and braided shield were unremarkable. No additional areas of compromised wire insulation were identified. The patient remains ongoing on lvad support and no further related issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.